Event description:
Elderly male s/p status post mitral and tricuspid valve replacement, rl right lobe pneumonia with tracheostomy for respiratory failure. On a prior date, the patient's trach seemed to not be holding air/pressure and becoming deflated. Despite this assessment, the patient was assessed as getting adequate oxygenation and vital signs remained stable. The decision was made to replace the trach at the bedside. The procedure was performed without incident. The entire trach system was sent to pathology for a gross evaluation. Gross evaluation showed no evidence of damage to the cuff.======================health professional's impression======================health professional unclear as to why cuff appeared to malfunction.